Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4)_1644408-2023-00892; 342-12-711, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Hematoma/bleeding. 78 yr old male.